Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer reported "the patient had saturations on the masimo ear clip in the high 90's - specifically 94-96%, however showed progressive signs of respiratory distress (i.e. Tachypnea). This ear probe was sporadically moved from the r to l ear. Due to the respiratory distress, an abg was obtained - the masimo sats were 96%, abg spo2 was 77.8% and the pao2 was 37.8. Approximately 20 minutes late, a repeat abg was done with the following readings: masimo sats were 89%, abg spo2 was 83.3% and the pao2 was 43.5. This patient required reintubation. Both abgs were pulled from a l brachial arterial line."

Manufacturer narrative:
(B)(6). The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. No product performance issues relating to spo2 was observed. A review of the history for this device was performed and it was concluded that the device was in the field for over three (3) months with no previous returns or other issues prior to the reported event.

Event description:
Customer reported ""the patient had saturations on the masimo ear clip in the high 90's - specifically 94-96%, however showed progressive signs of respiratory distress (i.e. Tachypnea). This ear probe was sporadically moved from the r to l ear. Due to the respiratory distress, an abg was obtained - the masimo sats were 96%, abg spo2 was 77.8% and the pao2 was 37.8. Approximately 20 minutes late, a repeat abg was done with the following readings: masimo sats were 89%, abg spo2 was 83.3% and the pao2 was 43.5. This patient required reintubation. Both abgs were pulled from a l brachial arterial line." Additional information received from the customer reported that the patient was "critical but guarded" after the reported event.